Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 10 days post implant of a leadless implantable pulse generator (ipg) the patient had his ablation in which it was noted the right lower member for ischemic and was provided medication. The following day the patient had surgery for the ischemia and stable pericardial effusion was noted. The patient went for dialysis and had a heart attack. The physician practiced cardiac massage and electric shock. A large pericardial effusion was found and pericardial drain was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14 jan 2021 / serial#: (B)(4), UDI #: (B)(4). Mfg date: 23 jul 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 10 days post implant of a leadless implantable pulse generator (ipg) the patient had his ablation in which it was noted the right lower member for ischemic and was provided medication. The following day the patient had surgery for the ischemia and stable pericardial effusion was noted. The patient went for dialysis and had a heart attack. The physician practiced cardiac massage and electric shock. A large pericardial effusion was found and pericardial drain was performed. The ipg remains in use. No further patient complications have been reported as a result of this event.